Manufacturer narrative:
(B)(4). Medical device: batch # unk, the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was the staple line visualized endoscopically during the initial surgical procedure? Can more information be provided on what was meant by, ¿two to four staples had opened¿? Were the staples malformed? If so, please describe the shape and location. What is the current status of the patient?

Event description:
It was reported that the doctor performed a laparoscopic colectomy on a patient on (B)(6) 2019 and used a cdh29p to perform the anastomosis. The doctor performed a leak test, no issues, no tension on the anastomosis, healthy tissue. The patient remained in the hospital for observation. On (B)(6) 2019, the patient presented with elevated temperature and high white blood cell count. The patient was taken back to the operating room and the doctor noticed two to four staples had opened at the anastomosis site and an exposed hole. The doctor diverted the patient to a temporary colostomy and indicated the patient will have another procedure in a couple of months to remove the colostomy bag.

Manufacturer narrative:
(B)(4). Additional information requested: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was the staple line visualized endoscopically during the initial surgical procedure? Can more information be provided on what was meant by, ¿two to four staples had opened¿? Were the staples malformed? If so, please describe the shape and location. What is the current status of the patient? The following response was obtained: per follow up with the surgeon: the only information provided was that the patient was taken back to surgery and another powered circular was used to redo the anastomosis. She is fine.